Event description:
It was reported that, on the day of report, the surgeon had difficulty getting the lead boot cap off, and after it was taken off the #3 lead had platinum wire exposed from the silicone enclosure. It was noted that impedance testing was done, which showed no out of range values; impedance values reported were 783 and 835 ohms when tested. The implant of the extension and implantable neurostimulator (ins) was completed despite the discovered lead damage. The health care provider (hcp) was concerned the lead damage may have occurred during the placement of the lead cap, or when beginning the stage ii surgery. The hcp reported they may have pulled the lead cap too hard to expose it, so that it was damaged. It was unknown if any actions were required as a result of the event, or if the product issue was resolved. No patient symptoms were reported, and their status at the time of report was alive with no injury. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0l1c8, implanted: (B)(6) 2014, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).